Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2022-00684. It was reported patient¿s lead migrated. In turn, the patient underwent surgical intervention wherein existing lead was explanted to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.